Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by prying/leveraging the driver during implant insertion, advancing the implant before the driver tip is in contact with the bottom of the pilot hole, preparing a pilot hole that is too small, or inserting the implant at an angle not co-axial to the pilot hole. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not release the device.

Event description:
It was reported that during a lateral ankle stabilization with internal brace, the 3.5 swivelock anchor broke midway on insertion. The implant was reported to have snapped at the halfway point on the anchor body. The surgeon felt that enough of the anchor body was retained in the tunnel to maintain fixation and made the decision not to retrieve the implant, feeling that it would not back out. Bone prep was performed according to technique.